Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of blank screen and not light on power indicator. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, it is observed that unit switches on and off and does not turn on and pca burned. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.